Event description:
It was reported to boston scientific corporation that a trupath biopsy needle was used during a prostate biopsy procedure. According to the event description. "The needle failed." Follow up stated that the device was fully loaded and would not fire inside the patient. The procedure was completed with another trupath biopsy needle. There were no patient complications and the patient condition was reported as "fine". The returned device revealed a reportable malfunction.

Manufacturer narrative:
Visual analysis of the returned device revealed a bend in the inner stylet of the needle. Visual analysis also revealed a slight bend of the entire needle assembly near the handle of the device. The device was found to be functional by arming and firing; however, the best stylet caused friction during arming. The bent needle assembly did not affect arming or firing of the device. The most probable root cause for this complaint is handling damage. It is likely that the needle became bent during unpacking or preparation.